Event description:
The facility initially reported a surge in aspiration; patient injured. The doctor said they did not save the cassette. He suspected that his irrigation handpiece may have been partially clogged. Additional information received said there was a posterior capsule tear, vitrectomy, and they had to use an ac iol to complete the case. The patient had a lot of pain. The doctor mentioned he may need to do further surgery later. The doctor saw the patient today, and the iop had spiked. 11/30/2006: additional information received from the surgeon stated the vit probe was the problem; the I/a was not aspirating correctly, caused the eye to shrink up.the doctor also stated the patient was not doing well and va was decreased. 12/06/2006: the facility returned the questionnaire stating the aspiration overpowered irrigation during vitrectomy; eye collapsed causing the choroidal effusion, loss of iris tissue. They also noted they re-use single-use devices.

Manufacturer narrative:
A company service rep checked the system, including handpiece, and they both checked okay. Investigation, including root cause analysis is in process.